Event description:
Reportedly, on (B)(6) 2019 during a standard follow-up, high impedance was observed for both right ventricular and atrial leads (up to 3000 ohms) between (B)(6) 2018 and (B)(6) 2019. Before and after those dates normal impedance values were observed in both channels.

Manufacturer narrative:
Was corrected: the sentence "the device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states." Was added.

Event description:
Reportedly, on (B)(6) 2019 during a standard follow-up, high impedance was observed for both right ventricular and atrial leads (up to 3000 ohms) between december 2018 and january 2019. Before and after those dates normal impedance values were observed in both channels.